Event description:
Additional information was received. It was reported that the patient had experienced opiate withdrawal with symptoms of abdominal pain, nausea, vomiting, anxiety, and lower extremity weakness. The patient started on intravenous opioids as intervention and the pump was replaced on the following day. It was indicated that the event had resolved without sequela as of (B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Only the pump was returned for analysis. As received the pump was running at simple continuous mode, pa (patient activated) dosing was active and the reservoir was empty (0 ml of fluid). Pump logs indicated many motor stall and recoveries. One of the stalls was long enough to trigger the ¿tube set" alarm. X-ray revealed that the pump tube had migrated toward the inlet side. Dispense accuracy testing displayed odd graphing and over infusion. Second set of dispense testing was done and that testing passed for accuracy. Upon further analysis it was noted that the pump tube was deformed in shape with some narrowing at outlet end. The motor analysis showed thick residue on one of the motor gear shafts causing the motor to stall. Analysis findings were concluded as follows: motor/gear train anomaly/corrosion and-or wear and-or lubrication, stall due to shaft-bearing, pumphead had deformed pump tube and overinfusion-undetermined root cause.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
A motor stall was reported. The time and duration of the stall were not provided. This resulted in in-patient or prolonged hospitalization and was specified to have been severe. The medications infused were dilaudid, bupivacaine, baclofen, clonidine, and droperidol.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.